Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that the patient has not used their stimulator in about a year because they had a loop recorder implanted. A manufacturing representative (rep) showed them how to do a physician mode recharge (pmr) with the recharger on (B)(6) 2017. The patient states that on (B)(6) 2017 they did the restart two times and it appeared to be recharging but then they were getting the doctor symbol on their recharger and programmer. The patient is now seeing a reposition antenna screen on the recharger and a "charge ins" on the programmer. The patient was unable to connect with his recharger. Additional information received from a manufacturer representative on (B)(6) 2017 reported that the patient had a battery replacement and was reprogrammed. He was happy with the programming. No further complications were reported or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient has stimulation. The patient needed to get a battery replacement. The patient's weight is unknown. The battery will not be returned. No further complications were reported.